Event description:
New information received notes that when the patient presented to the device clinic for follow-up on the continued low impedance on the lv lead, intermittent high capture threshold was observed. The device was reprogrammed. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient vibratory alert for low, out of range pacing impedance was observed via remote transmission. The patient was brought into clinic and isometrics were performed. The low impedance measurements were not reproducible in clinic. The pacing impedance vibratory alerts were programmed off. The patient was stable before, during, and after the visit and will continue to be monitored via remote transmission.